Manufacturer narrative:
The astral device was not returned to resmed. The investigation methods, results, and conclusions are not finalised at this stage. If further information becomes available, a supplemental report will be submitted. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device was unable to power off. There was no harm or serious injury reported as a result of this incident.